Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, batt out limit and failed batt test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that they experienced low blood glucose around 20 mg/dl and was treated with juice. The customer also reported that they experienced depleted battery life on the insulin pump. The customer's blood glucose was 221 mg/dl at the time of call. Troubleshooting was performed for low battery. The insulin pump was returned for analysis.